Manufacturer narrative:
The pump was received with a blank display followed by an unexpected constant audio tone alarm due to moisture damage at the electronic assembly. Unable to perform any tests including the displacement, rewind, basic occlusion, occlusion, prime, excessive no delivery, operating currents, self test, unexpected restart or off no power tests due to the blank display. The pump was received with minor scratches on the lcd window, a cracked case at the display window corners, cracked battery tube threads and a cracked reservoir tube lip. No belt clip assembly was received with pump. Unable to verify the belt clip anomaly.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the device was making a loud beeping noise. Device would not turn on. Customer's blood glucose was unknown. Customer mentioned there was condensation under the screen. Customer was advised to discontinue use of the device and revert to a back-up plan per health care professional's instructions. Customer was advised that the insulin pump will be replaced. Customer agreed to return the device for analysis.